Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated, air entered through the hemostasis valve at the time of catheter insertion and suction. The sheath was replaced. During the use of the second sheath, after completing the application to the upper and lower left pulmonary veins, air was noticed in the middle of the sheath while applying to the right lower pulmonary vein. The air disappeared after suction. No air was noticed thereafter. The procedure was completed without patient complications. The devices are expected to be returned.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated, air entered through the hemostasis valve at the time of catheter insertion and suction. The sheath was replaced. During the use of the second sheath, after completing the application to the upper and lower left pulmonary veins, air was noticed in the middle of the sheath while applying to the right lower pulmonary vein. The air disappeared after suction. No air was noticed thereafter. The procedure was completed without patient complications. The devices are expected to be returned.

Manufacturer narrative:
Faradrive sheath was returned with a kink on its shaft, towards the distal tip. This defect would not have contributed to the allegation related to this event and was not mentioned in the complaint summary, indicating this defect must have occurred during the transport or storage of the device. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.